Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the pump reset, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappear.